Manufacturer narrative:
This event was previously reported under manufacturer report number 3005094123-2019-00024 for a different likely cause (list 07k78-35). All further information will be provided under this manufacturer report number for likely cause list 03m74-02. The troubleshooting performed by your abbott service representative included the replacement of multiple service parts. Through troubleshooting the service representative observed misalignment at the pipettor wash cup and pipettor alignment at rv dispense points, the analyzer power cord was found to be longer than the specification length, and the red top clot activator tubes in use may also be a contributing factor, as all documented occurrences of discrepant results were obtained with the red top tubes. There have been no documented occurrences of false positive architect total b-hcg results with the use of other tube types in your laboratory. Additionally, a review of the service history did not identify contributing factors to the current complaint. Tracking and trending data did not reveal any systemic issues or adverse trends. Product labeling for the architect systems operations manual and architect total b-hcg package insert were found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The account generated a false positive architect bhcg result for sid (B)(6). The initial result was 83.14 miu/ml, and the retest result was <1.2 miu/ml. No impact to patient management was reported. The account also generated a false positive architect bhcg results for additional patients: sid (B)(6): 35.99 miu/ml (initial) and <1.2 miu/ml (retest). Sid (B)(6): 37.77 miu/ml (initial) and <1.2 miu/ml (retest). Sid (B)(6): 942.7 miu/ml (initial) and <1.2 miu/ml (retest). Sid (B)(6): 62.64 miu/ml (initial) and <1.2 miu/ml (retest). Sid (B)(6): 187.44 miu/ml (initial) and <1.2 miu/ml (retest). Sid (B)(6): 887.08 miu/ml (initial) and <1.2 miu/ml (retest). Sid (B)(6): 48.25 (initial) miu/ml and <1.2 miu/ml (retest). Sid (B)(6): 38.09 (initial) miu/ml and <1.2 miu/ml (retest). No impact to patient management was reported.